Event description:
It was reported that a 6.0x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was used to treat a lesion in a shunt. The catheter was prepped for use as per the instructions for use without any device issue. As the balloon was being inflated, a leak was noted at the hub. The catheter had been advanced and removed from the anatomy without resistance. There was no reported significant clinical delay in the procedure and no adverse patient effect. No additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub area at the base of the strain relief tubing , which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.